Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll germany for evaluation and the reported event was not replicated or confirmed. The device underwent extensive testing, including front panel testing and bench handling tests. The device was found to function as expected. Analysis of reports of this type has not identified an increase in trend.